Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via a remote transmission live call notification in which the information received on the remote transmission was reviewed by qualified personnel. It was determined that the patient's implantable cardioverter defibrillator (ICD) had delivered a potential inappropriate therapy for a supra ventricular tachycardia (svt) arrythmia. Multiple follow-up attempts were made but no further information was acquired. The device remains in use. No further patient complications have been reported as a result of this event.